Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of image results: 0 strip 2 well 1=0 (donor negative for fya, c, cw); review of the image appears negative; 0 strip 2 well 2=2 (donor heterozygous for c and homozygous for fya , negative for cw); review of the image indicates very weakly positive (fuzzy button and pink halo in the background); 0 strip 2 well 3=0 (donor homozygous for c and negative for fya , negative for cw); review of the image appears negative; 4+ strip 2 well 4=100 control reacted 4+ as expected; review of the image appears pos as expected. The image of cell 2 has a positive background. Customer was referred to customer communication (B)(4) indicating that visual interpretation is recommended if reactions are weak positive or questionable (equivocal) before final release of the results.